Manufacturer narrative:
Evaluation summary: the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician could not get the helix to retract after trying to reposition the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.